Event description:
Inbound. Cadd ms3 pump 448053 alerts low volume when visual inspections have confirmed. This occurs when actual reservoir volume is between 0.4 ml to 0.6 ml. Replacement sent. No further details provided.